Event description:
Externalized conductors were observed via fluoroscopy. All electrical tests were normal. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.